Event description:
Reporter indicated that pt passed away. Further follow-up revealed that the pt experienced a >25% reduction in seizures with vns therapy. Epileptologist indicated that the pt was reportedly found on the floor with their neck at an odd angle. The pt's tongue had been bitten and the pt had carpet burns on their face. The pt was receiving vns therapy at the time of death. Medical examiner indicated that the cause of death was status epilepticus/seizure disorder.